Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in a non tortuous and non calcified artery. A 24 x 3.50mm rebel stent was advanced but failed due to a deformation of the distal part of the stent. The device was removed and the procedure was completed with deployment of a 3.5x24mm rebel stent. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in a non tortuous and non calcified artery. A 24 x 3.50mm rebel stent was advanced but failed due to a deformation of the distal part of the stent. The device was removed and the procedure was completed with deployment of a 3.5x24mm rebel stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluated by MFR: returned product consisted of a rebel stented balloon catheter. The balloon was tightly folded with the stent crimped on over the balloon. The tip, balloon, stent, inner/outer shafts, and hypotube were microscopically, tactile and visually inspected. Inspection revealed tip damage (flared), and inner shaft damage (bunching) located 8cm and 25cm from the tip of the device. A .014¿ guide wire was backloaded into the balloon tip, and was advanced until reaching the damaged inner shaft, then stopped, and could not advance any further. Inspection of the remainder of the device found no damage or irregularities. The device was confirmed to have damage, and the inability to advance was also confirmed. The inability to advance is consistent with a guide wire damaging the device. The tip damage is attributable to damage caused by being used with a guide wire. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).